Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/7/24 a beta bionics clinical support specialist (css) became aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 11/7/24. The css reported the user went to the hospital with hyperglycemia after their convatec inset (23", 6mm) teflon infusion set site failed. The user was taken to the hospital by their caregiver. The user has elected to switch to the convatec contact detach (23", 6mm) steel cannula infusion set. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.